Manufacturer narrative:
Lenstec received the lens back for investigation. The lens was inspected at 15x magnification under a stereoscopic microscope. The lens was in three pieces, divided through the optic. When the pieces were placed together they made one complete lens. The cross-sectional inspection revealed jagged and rough edges indicative of cuts. No foreign material or particles were seen on the lens and no other defects were noted. We were unable to identify any grey coloring on the lens. After having carried out a detailed investigation of the device in question, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Based on the results of the visual examination, lenstec was unable to identify any grey coloring on the returned lens or the three lenses from inventory. Lenstec has procedures in place to ensure that only devices which meet our final clean and inspection criteria would be shipped to our customers. Additionally, the cuts across the optic were made to facilitate removal of the lens from the eye.

Event description:
Lenstec, inc. Received an email notification stating "lens implanted on (B)(6) 2019 and when patient came back for day 1 post op the vision was checked and was not what it was supposed to be. Doctor noted lens had grey coloring to it. Explanted on (B)(6) 2019. Corneal edema noted."